Event description:
It was reported that this device has been implanted less than 1 year and longevity was 16 percent. Review of the stored data noted there had been no charges for therapy; however, the counters are showing charges which is an error. A boston scientific boston scientific consultant stated the longevity is an error due to a memory corruption as the device was using a software calculation. There was also evidence of memory corruption in the firmware log which can not be corrected. The consultant stated the device appears to be operating normally with the exception of the corrupted counters. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.